Manufacturer narrative:
No patient information available.

Event description:
The hospital reported a malfunction resulting in the over delivery of pressure in the patient circuit. There was no report of patient injury.